Manufacturer narrative:
An event of erosion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 19 mm amplatzer septal occluder was implanted. On (B)(6) the patient presented with chest pain, was hemodynamically unstable and taken to surgery. Abrasion of the left atrial disc into the non-coronary sinus was observed. The device was successfully explanted and the patient was later discharged.